Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the medical glue used for the procedure remained in a/w nozzle/ auxiliary water channel which led to clogging. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, air water feeding problem was noticed in the evis lucera gastrointestinal videoscope during a gastroscopy procedure. The procedure was completed with the same device. The patient was not under sedation. The device was returned and an evaluation revealed, clogging of the nozzle, and auxiliary channel with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. The clogging of nozzle and auxiliary channel with foreign materials could not be resolved at repair center. As per the feedback from field service engineer, this issue was not requested to be handled at repair center and would be handled when scope was returned to hospital. Additionally, it was noted that switch box had corrosion and switch was damaged. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for additional information provided by the customer. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported, the foreign matter, which was the tissue glue, was found during reprocessing and nozzle was clogged. The scope was reprocessed and the faulty scope was not use on any patients.